Event description:
It was reported that "the end of the taps have broken-little parts of them have broken off or they are worn down and are dull. The rep noticed and told me about them and said they are no good to use in a case."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.